Event description:
Reporter indicated that normal model and system diagnostic tests showed high lead impedance. It was reported that no other diagnostic tests had been performed within the last year. The physician reported that no trauma or manipulation of the device had occurred, and the cause of the high lead impedance was unk. The x-ray report stated that the "leads...appear to be in appropriate position". It was reported that there are no plans for surgery at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.